Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating and that out of range issues intermittently occurred between the transmitter and pump for an unspecified duration of time. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.